Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic assisted bariatric procedure the device made strange noise and did not fire at the second firing. They then used another device to resolve the issue. There was no patient injury.